Event description:
It was reported that shaft break occurred. A 16 x 2.50 promus premier select stent balloon was selected for treatment. However, when the stent was retrieved from the packaging, the shaft broke in the distal area of the sheath, approximately 5-10 cm before the stent. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the promus premier select ous mr 16 x 2.50mm stent delivery system (sds) was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. The polymer extrusion break was identified at 25cm from the tip of the stent. Approximately 17cm of the polymer extrusion was not returned. Additionally, the bumper tip showed signs of tip damage. No other issues with the device were identified. The product investigation confirmed the reported event of shaft break.

Event description:
It was reported that shaft break occurred. A 16 x 2.50 promus premier select stent balloon was selected for treatment. However, when the stent was retrieved from the packaging, it broke off. The procedure was completed. There were no patient complications reported.